Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a loose piece of plastic inside sterile package. The probable root cause/s could be incorrect or inadequate packaging, improper cleaning. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in the sterile packaging.